Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken wire. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The housing was removed from the back end, no damage was observed. The root cause of the broken conductor wire is attributed to a component failure. Additional observation(s) not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. The material was lifted, and no pieces appeared to be missing. The wires are exposed at the top due to the cable being broken; however, no wiring is exposed at the place of the insulation damage. No thermal damage was observed. The root cause of the damaged insulation is attributed to a component failure.